Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation. The following mdrs are related: 1713747-2014-00068, 8030665-2014-00170, 2937457-2014-00244, 1225714-2014-00451 and 1225714-2014-00452.

Event description:
A nurse reported that a pt in the intensive care unit (ICU) receiving vasopressor infusions of levophed, dopamine and neosynephrine was emergently placed on hemodialysis with a potassium of 7.0. The pt had a cardiopulmonary arrest and expired.